Manufacturer narrative:
Results: the 3maxc was fractured approximately 70.5 cm from the hub. Conclusions: evaluation of the returned 3maxc confirmed a fractured device. If the device is forcefully mishandled at extreme angles during removal from its packaging, damage such as a fracture may occur. The root cause of the reported complaint could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that a penumbra system 3max reperfusion catheter (3maxc) was broken. The damage to the 3maxc was found prior to use and, therefore, the 3maxc was not used in the procedure.